Event description:
It was noted the patient died 37 days following device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died 37 days following device implant. Follow up later revealed patient admitted to hospital 13 days prior to death after progressive decline in mental status. Blood sugars were stabilized and received paracentesis for ascites. Patient was discharged to hospice care where died three days later. Final discharge diagnosis on this patient was hepatic encephalopathy associated with end-stage hepatic cirrhosis with recurrent ascites. There is no allegation of device/lead system performance concerns in relationship to her death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.